Event description:
Medtronic received information that this bioprosthetic aortic valve was explanted 6 days post implant due to cuspal tears, perforations, and regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: received in an explant kit, 0.2% glutaraldehyde. The valve appears gathered and distorted, complicating the leaflet coaptation and creating folds on the inflow and outflow surfaces. All leaflets are slightly stiff, but flexible. Two perforations are present in the belly of the left cusp. The larger perforation, of unknown origin, along with a tear appears to have possibly occurred during implant. The smaller perforation, possibly due to a sharp object, appears to have occurred during retrieval. Also noted, a tear in the tunica on the left cusp appears to have occurred during retrieval. A small piece of glistening off white pannus was received with the valve. Remnants of tan thrombotic appearing host material are present in the belly of the left and right cusps on the outflow. Radiography shows no evidence of mineralization in the valve tissue. Conclusion: reduced performance of the device likely related to implant/user technique. The device appears to be gathered and distorted, and there are tears that appear to have occurred during the initial implant. The product was explanted and replaced without reported complication.